Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirms the complaint; the impactor has fractured. It should be noted that all pieces have been returned. A complaints search against the product code on the device identified similar complaints for this failure mode. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Items were flagged during the sterilisation process. Device is reported to be fractured.